Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticm5_12.6 implantable collamer lens, -12.0/+2.5/092 (sphere/cylinder/axis), within the same surgery due to the lens tore/broke during injection into the eye. There was no patient injury. The lens was exchanged for another same model lens on (B)(6) 2018 and the problem was resolved. The reporter indicated they felt the cause of the event was due to the device. Post-op patient condition was residual astigmatism of 1.25 d.